Event description:
Device was returned to the manufacturer due to end of service. Preliminary analysis was performed and a malfunction was found. This malfunction can cause excessive current leakage. Final analysis is pending. Review of manufacturing records for the pulse generator revealed no anomalies that would adversly effect device performance.